Manufacturer narrative:
(B)(4). Device 1: lot number: 161118. Device 2: lot number: unknown. Method: two complaint rt266 infant dual evaqua2 breathing circuits were returned to fisher & paykel healthcare (B)(4) and were visually inspected and pressure tested. Results: visual inspection of each circuit revealed a crack along one of the swivel wye ports. The pressure test revealed that the devices were outside of specification. Conclusion: we are unable to determine what may have caused the crack in the swivel wye of each device. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital performed a leak test before patient use in accordance with our user instructions.

Event description:
A medical centre in (B)(6) reported that two rt266 infant dual heated evaqua2 breathing circuits had a cracked connector. This was discovered before patient use.